Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on december 15, 2007 alleging the one touch ultra meter was reverting to the set-up mode. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on the day before at 4:00 pm. After the reported issue, the pt felt lightheaded, sweaty and "like passing out". The pt denied receiving medical attention or taking action following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the pt alleged she had symptoms that can be associated with hypoglycemia after the reported issue began.